Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing the 8mm permanent cautery hook (pch) instrument was observed to have a broken cable. It was further stated that there was a plastic or a hard material between the gray plastic part that would not come off in the wash. There were no reports of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and the cable crimp on yaw pulley was found to be partially dislodged. The yaw cable crimp was still installed on the cable in the yaw pulley. As result of the crimp dislodging, a plastic material from the yaw pulley was sticking out. No missing fragments were observed. When articulated manually, the yaw cable crimp was not properly seated within the yaw pulley as the spatula moved in yaw direction. The probable root cause of reported event is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive load on the instrument tip can also cause the cable crimp to become dislodged from the yaw pulley.

Event description:
Refer to h11 for follow-up information.